Event description:
It was reported that the patient's lead had chronic high thresholds which lead to premature depletion of the implantable pulse generator (ipg). The lead and device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.